Event description:
It was reported that the patient reported that for about the past few months, they have been having issues with charging their implant (ins). Patient said they have to reset their controller in order to charge their implant. Pt mentioned their controller would go blank/unresponsive and the ins charge percentage would go up to 30-50% and would say finished. Patient mentioned that they have arthritis in their hands, so it's difficult for them to remove the battery pack from the controller to reset the controller. Patient also mentioned that it takes them a long time to charge the implant. Pt mentioned looking for device would remain displayed on controller for long period of time and pt said they made the rep aware a couple of months ago (pt also said about a month ago). Pt mentioned also another rep, but said they never called and does not come to their appointments. Pt mentioned the ins seemed lower than it had been in the past and pt mentioned struggles with getting consistent excellent recharge quality. Pt said their ins had not depleted down from 100% charge in several days even though their therapy was turned on. Pt said they were in pain and their therapy did not seem to be relieving their pain. During the call, the patient was recharging their implant at excellent quality. Patient service specialist had the patient unlock their controller and check their settings. Pt confirmed therapy was turned on and successfully adjusted settings up for each program. Patient confirmed that they could feel the stimulation in their body. Pt said they preferred not to feel the stimulation and that was how it was set up. Pt said their rep had told them in the past that they had their settings too high. Pt mentioned they charged all night and their therapy would not work. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient said they are very incontinent and have an upcoming appointment with their healthcare provider on (B)(6) 2024 at "maybe" 3:30pm.  Issues with charging and issues with pocket still may be related, so pt was redirected to hcp and email was sent to local reps. Additional information was received from the manufacturer representative (rep). Rep reported that they were never made aware of the implant moving lower issue. The patient called them about charging issues and they redirected the patient to patient services (pss) to order a new charger. Rep has not heard of any issues since the patient called pss. Rep last saw patient for a reprogramming on (B)(6) 2023 and that was it. They do not recall any other issues with the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s , serial# (B)(6), product type: recharger. B3: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.